Event description:
The article, "transcatheter aortic valve replacement explant in the setting of a porcelain aorta", was reviewed. The article presented a case study of a 52-year-old female patient with a porcelain aorta, prior transcatheter aortic valve replacement, and a history of mediastinal radiation for the treatment of hodgkin¿s lymphoma during childhood. It was reported that on an unknown date, a 27mm st jude masters mitral valve and 19mm st jude regent aortic valve were chosen for concomitant double mitral and aortic valve replacement, respectively. The previously implanted 23mm evolut transcatheter aortic valve was surgically explanted, followed by implant of 27mm masters mitral valve and subsequent implant of the 19mm regent aortic valve. The patient's post-operative course was complicated by complete heart block. A decision was made to implant a leadless pacemaker on post-operative day (pod) 4. Serial transthoracic echocardiography showed vigorous biventricular function with normal gradients across both mechanical valves. The patient was discharged on pod 16. [The primary and corresponding author was chase brown, division of cardiovascular surgery, penn presbyterian medical center, 51 n. 39th street, philadelphia, pennsylvania 19104, USA, with corresponding e-mail: chase.brown@pennmedicine.upenn.edu].

Manufacturer narrative:
As reported through a literature review a 52-year-old female patient with a porcelain aorta, prior transcatheter aortic valve replacement, and a history of mediastinal radiation for the treatment of hodgkin¿s lymphoma during childhood. A 27mm masters mitral valve and 19mm regent aortic valve were chosen for concomitant double mitral and aortic valve replacement, respectively. Then, the patient's was complicated by complete heart block. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, a cause of the reported heart block could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter aortic valve replacement explant in the setting of a porcelain aorta.